Manufacturer narrative:
Perivalvular leak (pvl) can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. There is insufficient information available to determine the root cause of this event despite requests for additional information such as patient medical records. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Per the medical records, the patient underwent the pvl closure in 2014. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through medical records, it was learned that a patient with a 27mm 7300tfx mitral developed a large pvl leak after implantation of approximately seven months. The patient underwent pvl closure.

Manufacturer narrative:
H11: corrective data: corrected section: h6 (component codes, investigation findings, and investigation conclusions).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, h6 (health effect - impact code, health effect - clinical code, device code(s) and type of investigation) and h10. H10: perivalvular leak (pvl) can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through medical records, it was learned that a patient with a 27mm 7300tfx mitral valve, exhibited mild to moderate valvular regurgitation, severe perivalvular regurgitation, and dehiscence after the implantation of approximately seven months. The patient underwent percutaneous pvl closure. Per the medical records, the patient presented with congestive heart failure, a tee showed severe pvl of the sewing ring, no vegetation and mild to moderate mr, blood cultures negative. The patient underwent a mitral pvl closure. The surgeon successfully closed the pvl using a 6/6mm amplatzer ado2 device and sandwiched it outside a single 6/6mm amplatzer avp2. Tee showed no residual mitral regurgitation via the paravalvular defect. There is mild to moderate residual valvular regurgitation the patient was transferred to the ICU in stable condition.